Manufacturer narrative:
The reported events were dislodgement, failure to capture, and pacing issue. A complete lead was returned in one piece. The reported events of failure to capture and pacing issue were not confirmed. Visual inspection found the helix to be retracted and clogged with blood/tissue. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. Final analysis found no indication of conductor fractures or internal shorts. No other anomalies were noted.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the episodes noted that the right atrial (ra) lead failed to capture. Chest x-ray confirmed that the ra lead had micro-dislodged. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the patient presented in clinic for a device check. Upon interrogation, the right atrial (ra) lead exhibited elevated capture threshold resulting in loss of capture. The ra lead was explanted and replaced. The patient was stable throughout.